Manufacturer narrative:
Hill-rom technical support suggested isolating the left side rail. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the left caregiver user control board and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the foot hilow would self-run down when the bed is plugged in. The bed was located in the bedshop hallway at the account. There was no patient/user injury reported. (B)(4).